Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2015-05969 and 2134265-2015-05982. It was reported that automatic pullback failure occurred. A 220v ilab ultrasound imaging system was used in conjunction with unspecified imaging catheter and pullback sled to visualize the unknown target lesion. However, the motordrive unit could not perform automatic pullback. It was noted that the hole connected to the sled was damaged. No patient complication was reported.